Event description:
Reportable based on analysis completed on 17-dec-2014. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the femoral artery. The 3.00mm and 95% stenosed target lesion contained in a >45 and <90 degree bend was located in the moderately tortuous left circumflex (lcx) artery. The 3.00x12mm promus element ¿ stent was advanced to treat the lesion, however, the device was was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The hypotube was kinked at multiple locations along its length. No other issues were noted with the device; the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).